Manufacturer narrative:
The device not returned to mmdg for evaluation so no investigation could be completed. A DHR review was performed and no non-conformances were found. Based on the complaint information received, the pump appears to have under infused at a rate that mmdg considers reportable. This report will be updated if any additional information is received.

Event description:
The initial reporter stated that the pump did not infuse accurately. Mmdg followed up with the initial reporter who stated that the pump only delivered 169 mls of a 184 ml infusion. They also stated that the patient was "doing fine" after the complaint event. (B)(4).